Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a reset of the brady counters for both device totals and since last reset.